Manufacturer narrative:
This report is being supplemented to update the unique device identifier (UDI) number. The UDI number is (B)(4).

Manufacturer narrative:
The device was not returned to olympus for evaluation. The evaluation did not confirm the customer¿s complaint of the reported event. As a preventive measure, the owner's manual contains warnings and cautions; "if suction does not stop during operation, disconnect the suction tube from the suction connector." Also, the original equipment manufacturer (OEM) conducted an investigation with the use of suction valves from same lot/batch retained by the manufacturer. Based on the OEM¿s investigation, an increase of reported complaints was observed since the manufacturing process and molding supplier for the suction valve were changed or replaced on aug, 2018. The OEM reported that the suction valves that were manufactured prior to and post the changes meet the product¿s standard for stiffness. However, when an unexpected large load or excessive force is applied to the suction connector, the OEM confirmed that the product before the changes did not break, but the products that were manufactured after the changes were breaking or may break.

Event description:
Olympus was informed that during an unspecified procedure, the button on the suction valve became stuck causing continuous suction and the patient¿s bronchus to bleed. It was reported that due to the bleed extubating the patient was difficult. The patient¿s course of treatment is unknown. No further information was provided.